Event description:
During preparation for and during cardiopulmonary bypass, the air detection sensor indicated the presence of air, even though no air was present. There was no reported adverse consequence to the pt as a result of this event.